Event description:
It was reported that during central processing, the 8mm permanent cautery hook instrument was broken at hook. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the customer stated issue was found in central processing and there was no patient involvement. Customer confirmed that the missing material/damage occurred outside of a surgical procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken at hook, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found the primary finding of instrument ceramic sleeve/broken to be related to the customer reported complaint. The instrument was found to have a broken/ceramic sleeve. The broken piece(s) is missing as a result of breakage. Size of missing piece is approximately 0.093" x 0.158". The probable root cause of a broken ceramic sleeve is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument tips during handling, insertion, usage (overloading), or removal can also cause the ceramic sleeve to break. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.